Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This device is not cleared for sale in the united states but a similar device is commercially available for sale in the united states.

Event description:
It was reported that the patient had a revision for fractured ceramic on ceramic liner and head.